Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.

Event description:
Additional information was received that the right atrial (ra) lead exhibited noise that was not oversensed, along with low out of range pacing impedance measurements. Insulation damage was thought to be the cause. A replacement procedure was performed where the ra lead was tested with the pacing system analyzer (psa) and yielded the same low out of range impedance measurements. Subsequently the lead was explanted. The pacemaker was also electively explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during an interrogation it was noted the lead safety switch was triggered for the right atrial (ra) lead due to an unknown out of range impedance measurement. The medical personnel also noted that when performing threshold testing loss of capture was observed at 1 millisecond when programmed to bipolar but not unipolar configuration. Boston scientific technical services (ts) was consulted and suggested an x-ray. No further information is available. The pacemaker and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.